Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had increased, occasionally reaching greater than 125 ohms. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service.